Manufacturer narrative:
After review of information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, or any combination of these possibilities. However, the most likely cause of the prosthesis wear could not be confirmed as user and patient-related considerations could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided.

Event description:
As reported, approximately nine years post initial right tka, the 79 y/o male patient had revision due to poly wear. There was poly debries but the knee was stable. The patient had poly and patella exchanged to a new logic and patella. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received; however, sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the devices were discarded.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.